Event description:
An electrosurgical unit had failed twice during a surgical procedure. First failure occurred on evening of 5/8/96 however, surgery staff replaced the dispersive pad and unit worked as designed. Same unit was used in morning of 5/9/96 and it failed a second time. This time it was replaced with another electrosurgical unit, it appeared that second unit did not work, however, dispersive pad was replaced and unit worked as designed. When the biomedical svs tech was informed of this occurrence, electro-surgical unit was removed from use and taken for testing. Unit was tested for calibrated output using an electrosurgical unit analyzer. All outputs were verified to be within MFR specs, +/- 15% of measured output. Internal visual inspection revealed normal conditions of circuit boards and cable connections. The biomedical svc tech could not duplicate failure and electrosurgical unit was returned to surgery dept for use. Later in afternoon on 5/9/96 unit was used during an emergency surgery procedure, and unit failed a third time. It is unknown whether any alarms or lights signalled a specific failure. The surgery dept mgr stated that "we have had problems for last two weeks due to handpiece controls being used." Biomedical svs tech stated that "on 4/30/96, bmsi received upgrade kits for four electrosurgical units and installed them. When bmsi heard that this unit failed again they checked the unit out visually. Bmsi could see no evidence of shorts, eg, burned wires, singed insulation, etc. All electrical and mechanical connections looked as they had earlier that day." The biomedical svs tech left electrosurgical unit in surgery dept, intending to remove it next day. It was his understanding with surgery staff that unit would be marked so that it would not be used, and/or a "needs repair" notice would be posted. On morning of 5/10/96 biomed svs tech went to pick up electrosurgical unit from surgery dept and found unit to be in use. Evidently no failures were experienced during procedure. Unit was then removed from use by biomed svs tech and returned to biomedical svs shop for further testing. Unit was tested with an electrosurgical analyzer and pweo outputs were verified to be within MFR specs. Next test included using electrosurgical unit on a piece of raw beef and set at same setting it was set to when it failed, 30 watts on pure cut mode. During this test there was intermittent episodes of failure, no output power to hand control tip. During this failure there was no visual or audible alarms. The MFR sales rep was consulted, and he verified this failure. He recommended returning unit for evaluation. A loaner unit will be provided for use during this time. There are two esu's used in dept. Other unit was also tested and it didn't fail. MFR's quality engineer was contacted, and as of 5/20/96 there has been no response.